Event description:
The customer reported the ventilator would not power-up. The customer reported the unit was not in use on a pt; therefore, there was no pt harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power management board and the reported problem was corrected. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power management board revealed a malfunction that may result in the unit resetting and shutting down during operation..